Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance values greater than 2000 ohms. It was determined that the lead was fractured. Another rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received for evaluation.